Event description:
Pt with extravasation of chemo agent cytoxan infusing through left side quinton catheter. Pt had complaint of chest pressure and shortness of breath with evident edema to insertions site of quinton catheter. Pt was taken to radiology fluoroscopy where quinton was catheter checked for flow using contrast which revealed extravasation of contrast into supraclavicular soft tissue.